Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that there was back flow and had no cardioplegia alarm on the unit. The alarm did not activate when it should have been. The device was not changed out. Back-up unit was used for procedure. The surgical procedure was completed successfully, and there were no delays or adverse consequences to the pt. Investigation in process, but not yet completed.